Manufacturer narrative:
Additional info: a2 (date of birth), (facility name, street, city, region, postal code), h6 (updated all codes, added patient codes, imf codes and device code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia (fat containing hernia). The patient underwent a laparoscopic ventral hernia repair with mesh. It was reported that after implant, the patient experienced scar tissue, mesh poking out of skin, pain, and diastasis recti. Post-operative patient treatment included medication, revision surgery, repair of diastasis recti, and penniculectomy.

Manufacturer narrative:
Correction: h6 (removal and addition of device codes) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: a5a, a5b, b2, b5, b7, h6 (patient codes), (&) additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia (fat containing hernia). The patient underwent a laparoscopic ventral hernia repair with mesh. It was reported that after implant, the patient experienced scar tissue, mesh poking out of skin, pain, diastasis recti, abdominal pain, (&) hernia recurrence. Post-operative patient treatment included medication, revision surgery, repair of diastasis recti, penniculectomy, (&) hopsitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia (fat containing hernia). The patient underwent a laparoscopic ventral hernia repair with mesh. It was reported that after implant, the patient experienced scar tissue, mesh poking out of skin, and diastasis recti. Post-operative patient treatment included revision surgery and panniculectomy.